Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The fox plus balloon referenced in b5 and d11 is being reported under manufacturer report number 2953144-2007-00647.

Event description:
It was reported that a trained physician was performing an unspecified procedure and the lesion was described as eccentric and mildly calcified. The physician deployed a non-abbott stent and a fox plus balloon was being used to perform post-dilatation; however, it ruptured at 10 atm at the first inflation. A second fox plus was used but it also ruptured at 15 atm. A competitor's balloon was successfully used to complete the procedure. There were no patient effects and no additional information is available.